Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not experienced symptoms due to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin had insulin flow block alarms. Customer stated that insulin exited and stated that site may have been occluded. Customer stated that alarm did not occur during fill tubing and passed in self test. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.